Event description:
It was reported that the there was a loss of stimulation sensation going to feet and hip. This occurred about every 6 months and they typically were reprogrammed at their health care professional¿s office. The patient had an appointment the following tuesday to see a health care professional and a manufacturer representative. The stimulation was not covering feet on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).